Manufacturer narrative:
Additional information: h3, h4, h6, h10 correction to f10/h6: component codes: replace g04109 with g0405203. H10: the actual device was not available; however, nine hundred ninety four (994) companion samples were received for evaluation. Three (3) retained samples were also evaluated at the plant. Visual inspection was performed which identified nineteen (19) companion samples with an inverted slide clamp assembly; the 3 retained samples were assembled correctly with no issues noted. The reported condition was verified on 19 companion samples; however, not verified on the remaining companion and retained samples. The cause of the condition was related to an assembly issue during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive drug set was incorrectly assembled. The blue clamp was inverted and did not allow the correct entry to the slider and did not allow the infusion to pass.there was no report of patient injury or medical intervention associated with this event. No additional information is available.